Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01b, 510k #k041584 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebroplasty surgery at t10/t9 due to some unknown reasons. Intra-op, cement extravasation occurred at inferior disc space. 4 cc of the cement was implanted. There was no clinical significant of the cement extravasation. No patient complications were reported as a result of this event.